Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 06-oct-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station's biometric identifier failed and required maintenance. The field service engineer (fse) found that despite driver reinstallation by the call center, the issue persisted, a new part was ordered. The fse attempted swapping the biometric identifier from another station but was unsuccessful. The hardware test application had not detected the device, revealing a driver issue. The technical support specialist attempted driver installation, but only 2 out of 5 succeeded, confirming reimaging was necessary. The fse reimaged the station with version 1.7.3, configured the remote support system, synced the database, and resolved the issue, restoring proper function. The system functioned as intended after the field service engineer troubleshot the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es bioid requires maintenance. The customer stated there was a delay to the patient's workflow. There were no adverse events or injuries reported based on this event.